Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to patient wanted to have an MRI compatible system. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.